Manufacturer narrative:
Insulin pump passed the displacement test, self test and a21 alarm test. No unexpected a21 and a17 alarm anomalies noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had an unexpected restart error. Customer stated that they experienced a low blood glucose and the low blood glucose value was 10 mmol/l. Customer stated that insulin pump was able to rewind. Customer stated that they performed the troubleshooting for unexpected restart error alarm and it occurred again. Customer was advised to replace the insulin pump. The insulin pump will not return for the analysis.